Event description:
On (B)(6) 2024, the patient presented with the incision site reopening. Drainage was also reported. The physician preformed a wound exploration and clean out. On (B)(6) 2024, the rns system was explanted (neurostimulator, two depth leads, and the ferrule). Cultures were sent.

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.